Manufacturer narrative:
Further communication found that the previous investigation results needed to be amended.  It was reported that the customers were unable to print diagnostic ECG readings, and that the prints were showing lots of noise or flatline, while the cockpit showed all leads. No network analysis was conducted, and no logs were provided to be analyzed. On site analysis conducted by the local clinical applications specialist(s) found that the department with the issue had wooden parquet flooring, which was not correctly grounded. To resolve the interference issue, the clinical applications specialist informed the customer of the grounding to be corrected and confirmed correct lead placement practices.

Event description:
There was no specific event reported - the user facility stated that they were unable to establish 12-lead ECG monitoring for critical patients properly. There was no detail in the report which would reasonably suggest that health consequences for a patient may have occurred.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported by the customer that the m540 has shut down during operation and gave and alarm, and could not be restarted. There was no report of patient injury or death.

Manufacturer narrative:
It was reported that the customers were unable to print diagnostic ECG readings, and that the prints were showing lots of noise or flatline, while the cockpit showed all leads. The logs and wireshark were analyzed and showed that there were no errors. Current on- site practices were reviewed, and it was found that there were some incorrect lead placement practices being utilized. These items were addressed, and the hospital was informed that they need to fix local grounding. The facility is using the new monolead model which seems to be presenting the stated error and not the old leads. While there is no device failure with the monolead itself, there has been a design change request opened to address the functional operation of the lead which addresses the 2nd gen monolead's increased stiffness.

Event description:
There was no specific event reported - the user facility stated that they were unable to establish 12-lead ECG monitoring for critical patients properly. There was no detail in the report which would reasonably suggest that health consequences for a patient may have occurred.

Event description:
It was reported by the customer that the m540 has shut down during operation and gave an alarm and could not be restarted. There was no report of patient injury or death.

Manufacturer narrative:
Initial MDR 1220063-2024-00053, was created in error. MDR 1220063-2024-00053 (follow-up 1 and 2) is for patient identifier: (B)(6). MDR 1220063-2024-00107 (30 day [combined]) is for patient identifier: (B)(6).